Event description:
Same case as MDR ID: 2134265-2015-04428 and 2134265-2015-04429. It was reported that automatic pullback failure occurred. The target lesion was located in the left anterior descending artery (lad). An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro imaging catheter and a sled to view the lesion. During a percutaneous coronary intervention (pci), it was noted that the imaging catheter could not be used normally as the motor drive unit 5 (mdu5) had a pullback failure. The physician gave up to use the intravascular ultrasound to diagnose. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).